Event description:
It was reported that the distal tip of the delivery catheter dilator broke while in the patients coronary sinus during the implant procedure of a left ventricular (lv) lead. The catheter was removed and a epicardial lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary - the mechanical operation of the catheter was analyzed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).